Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent a surgery for trochanteric fracture of femur. The surgeon inserted a guide wire to the middle of the femoral neck while observing the frontal view and confirmed the insertion position of the guide wire on the lateral view. Then, although the guide wire was inserted from slightly backward to forward, the surgeon judged it as an acceptable procedure based on the patient's condition, and switched the image to the frontal view, and continued insertion of the guide wire. At that time, the tip of the guide wire had a distance of about 5mm to the articular surface. Since the measured value was 85mm, the 85mm blade was inserted as actually measured. The preassembly of implants was done by rigid fixation. The surgery subsequently proceeded smoothly and was completed with no surgical delay. Photographs of the lateral view after surgery showed that the tip of the blade was placed in a position where joint surface penetration was suspected. CT was taken immediately to check, but it was not possible to reliably confirm whether there was penetration or not. After consultation between the surgeon and the chief of the department, it was decided that the patient would not undergo revision surgery and would be followed up because the position of the tip of the blade was not on the loading surface and the possibility of large sliding of the bone head was extremely low due to the patient¿s fracture type (incomplete fracture). This report is for one (1) tfna helical blade perf l85 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device history lot: manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 25-jan-2022, expiration date: 01-jan-2032, part number: 04.038.385s, tfna fenestrated helical blade 85mm -sterile, lot number: 608p014(sterile), lot quantity: 48, note: helical blade was manufactured by elmira; lot numbers 588p285 qty 48 and 588p291 qty 48. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 21640 supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review 08-jul-2022: DHR reviewed by: mschoenfeld. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.